Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013 in the common bile duct. According to the complainant, during the procedure, the guidewire had stuck into the inner catheter when they attempted to retract it to deploy the stent. The physician tugged on the delivery system causing the distal end of the catheter to break inside the scope and the stent was accidentally deployed in the duodenum. The broken piece of the catheter that had stuck inside the scope was pushed out into the duodenum and was successfully retrieved with a biopsy forceps while the stent was left in the duodenum to pass naturally. The procedure was completed with another stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for guide catheter break. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.